Manufacturer narrative:
Covidien reference# (B)(4). The sample associated to this report was received and the reported customer fault could not be confirmed on the returned sample. The reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. Information has been added to the database and complaint trends will continue to be monitored.

Manufacturer narrative:
Covidien/medtronic reference (B)(4). Return of the device for investigation was requested, however to date it has not bee returned.

Event description:
During pre-use test, the tube was bent while deflating the cuff. The wall of the cuff was close to the inflating/deflating holes and the ciuff could not deflate. There was no patient involved.